Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated that routine diagnostic testing resulted in high lead impedance. Trauma was reported to not be a believed cause of the high impedance. There was no report of clinical symptoms. Revision surgery is likely.

Event description:
On (B)(6) 2016, patient underwent generator replacement. When the new generator was connected to existing lead, high impedance was observed. The surgeon attempted to reinsert the pin, but the high impedance did not resolve. The surgeon backed the set screw all the way out and was unable to put it back in. The surgeon then used a new generator. Diagnostics with the new generator still observed high impedance. As a result, the lead was replaced. Further clarification was received form the or specialist. The generator was replaced and the lead pin was inserted into the lead pin and the set screw was tightened. During system diagnostics, high impedance was observed. The or specialist instructed the surgeon to remove the lead pin and reinsert it. The surgeon unscrewed the setscrew to far and the septum plug came out while trying to remove the lead pin to re-insert it. The septum plug came our during the unscrewing process. The surgeon wanted to implant a new generator as a result. The high impedance persisted with the new generator and so the lead was revised. After lead and generator revision, the high impedance resolved. The lead was reported to come out in pieces. Per the hospital policy, the products may not be returned. The suspect lead has not been received to date. The detachment of the septum plug and setscrew is reported in MFR. Report# 1644487-2016-02739.